Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, ¿dislocation, subluxation, loosening, migration, screw back-out and/or fracture of the implants can occur due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, excessive range of motion, excessive activity and/or other factors.¿

Event description:
It was reported that patient underwent a left segment revision system shoulder procedure on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to loosening of the stem. During the procedure, the stem, proximal body and poly were removed and replaced.